Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the lead implant procedure, no impedance reading could be obtained in unipolar when the lead was tested through psa after implant. The lead was removed and replaced. Patient was stable before, during and after the procedure. Patient will continue to be monitored.